Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient experienced a skin reaction which occurred despite using unspecified barrier products. The area had become infected and his doctor prescribed an unspecified cream that was compounded by the pharmacy specifically for him. No additional patient or event information is available.